Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Per clinical report from may 2022, the user fell off the stairs in 2019 and the external components were subsequently found damaged.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Per clinical report from (B)(6) 2022, the user fell off the stairs in 2019 and the external components were subsequently found damaged. However, according to the father the trauma occurred in 2017 and was only reported recently due to their location, access to health care services, financial resources, and the pandemic. Re-implantation is considered, but no date could be yet scheduled.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. Per clinical report from may 2022, the user fell off the stairs in 2019 and the external components were subsequently found damaged. However, according to the father the trauma occurred in 2017 and was only reported recently due to their location, access to health care services, financial resources, and the pandemic. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received yet.

Event description:
The user's hearing performance with the device is affected. Per clinical report from may 2022, the user fell off the stairs in 2019 and the external components were subsequently found damaged. However, according to the father the trauma occurred in 2017 and was only reported recently due to their location, access to health care services, financial resources, and the pandemic. The user has been re-implanted.